Event description:
Procedure: laparoscopic cholecystectomy. According to the report, as communicated to the sales representative: during a procedure, the surgeon inserted the device into the surgical area without first insufflating the surgical cavity. It was further reported that upon insertion of the device, the aorta was perforated, the patient bled out, and subsequently expired.

Manufacturer narrative:
Date of initial report: 6/28/2006